Event description:
It was reported that the patient fell while playing and hit his head in the implant area against the edge of a stool. The patient is no longer able to hear with his implant system. The area over the implant is very swollen.

Manufacturer narrative:
The device has not been explanted. If it should explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.